Event description:
It was reported that there were episodes of lead noise on both atrial (ra) and right ventricular (rv) leads. The noise was observed in non-sustained episodes. It was suspected that the noise could be due to the leads rubbing together as the atrial and ventricular noise events correlated. The noise was reproducible with coughing. The lead measurements were noted to be stable and within normal ranges. The physician elected to monitor the issue carefully since no definite cause was identified. The patient was asymptomatic.